Manufacturer narrative:
The customer stated that he was applying the control solution directly into the strips. As per the contour next control solution user guide, "do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 146 mg/dl at 7:18 a.m. On the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, an additional control test was run which was properly marked as a control test. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot of contour next test strips and contour next control solution associated with the event expired, in-house testing could not be performed. Additionally, the serial # of the contour next one meter provided by the customer was invalid, therefore, a device history record could not be reviewed for the suspected device.